Event description:
Event details: I got covid tests from usps. I took two and both gave false positive. I had to rush to med express to find out I did not have covid. I work in a medical field and I can't take this stuff lightly. Now my bill is around $250. I'm not paying. Your company is responsible for such a fiasco! Let me know how you want to proceed.

Manufacturer narrative:
The customer had taken a pcr test [?]the resault was negative.the customer did not provide a specific pcr testing time; following an investigation by the manufacturer quality control team, which involved testing 50 samples from the identified lot 234co20412, no false positives were detected.